Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure, when the 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device (enc453700 / 8470638) passed through the tip of the concomitant microcatheter (unspecified brand), the physician initiated the stent release. The markers at the distal end of the stent were not clearly visualized. Only two (2) markers were observed under digital subtraction angiography (dsa). The physician manually pushed the contrast agent and found that the markers at the distal end of the stent were open. The physician released the stent. The contrast agent showed that the stent was well opened, but the markers were still not clearly visualized. The procedure was prolonged by approximately 10 minutes. There was no report of any negative patient impact. On 27-mar-2024, additional information was received. Per the information, the target was a 5mm x 4mm unruptured regular aneurysm on the internal carotid artery / posterior communicating artery. There had been no resistance during the advancement of the stent. The information indicated that the procedure was completed after the stent was released; the stent was implanted. There was no negative patient impact and the physician did not consider the 10-minute delay in the procedure to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8470638. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.